Event description:
The user sporadically received questionable ion selective electrode (ise) results. Of the data provided, the sodium and potassium results for four patient samples were discrepant. All results are in mmol/l. Patient sample 1 initial sodium result was 130 and the repeat result was 144. The initial potassium result was 3.4 and the repeat result was 4.0. Patient sample 2 initial sodium result was 124 and the repeat result was 135. The initial potassium result was 4.6 and the repeat result was 4.0. The following two samples were tested on (B)(6) 2010. Patient sample 3 initial sodium result was 115 and the repeat result was 142. The initial potassium result was 3.0 and the repeat result was 4.5. Patient sample 4 initial sodium result was 115 and the repeat result was 137. The initial potassium result was 2.9 and the repeat result was 4.2. The initial results were accompanied by data flags. The user stated the initial results were reported outside the laboratory for patient samples 1 and 2 and corrected reports were generated. The user did not know if there was any affect to the patient or to patient care based on these results. The initial results for patient samples 3 and 4 were not reported to the physician and the patients were not affected by the erroneous results. The sodium and potassium electrode lot numbers were not provided. The field service representative determined there was problem with the ise consumables. He replaced the pinch tubing and the user replaced the ise cartridges and the probe. To verify the analyzer operation, the user ran calibration and quality control with results within the expected range.